Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the alarm history showed no errors related to the complaint. The total daily doses added up to correctly reflect the user¿s programmed basal rates. During testing, the pump powered on normally and was exercised for 24 hours on a 1 unit per hour basal rate. At the end of the duration test, the basal history correctly reflected 24.0 units. The pump successfully passed a delivery accuracy test. The pump was found to be delivering accurately and within required range. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the patient¿s blood glucose levels were above 250 mg/dl but below 500 mg/dl, which does not meet animas criteria for an adverse event. During troubleshooting, the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.